Event description:
A customer observed a condition code indicating that the analyzer's incubator was not performing optimally. During repair, an ocd field engineer observed a partially occluded reagent metering probe. If the occluded probe had not been detected, an erroneous result coud be obtained which may lead inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the incubator condition codes discovered a partially occluded reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer performed maintenance on the probe returning the instrument to expected operation.